Manufacturer narrative:
Exact date unknown, event occurred a year ago from the date the manufacturer became aware of the event. Explant date: a year ago. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(4), batch: 19312004.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to an unknown reason. The explanted ipg and lead were not returned.